Event description:
Pump reported to be set at 42 ml/hr with 1008 mls of tpn. 22 hrs later the bag was found empty. This issue occurred twice on the same pt on two separate days. No pt injury resulted.